Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with heavy tortuosity. The 3.0x48 mm xience xpedition stent was being implanted when a dissection was noted and the stent was hanging in the lumen due to poor wall apposition. Another 3.0x48 mm xience xpedition stent was used to treat the dissection and treat the hanging stent. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulty and patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) was implanted and was noted that the stent was not appose to the vessel wall. Factors that may contribute to patient-device incompatibility (stent not fully apposed to vessel wall) include, but are not limited to, stent placement, patient anatomical morphology (stenosed), inflation problem, or under sizing of the vessel. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported patient-device incompatibility. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.